Event description:
There was a report of a folfusor that had a reservoir rupture during filling. The device was being filled with fluorouracil. There was no patient involvement; therefore, no patient injury, medical intervention, nor adverse reaction are associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the used sample was returned for evaluation. A visual inspection found that the reservoir had ruptured in a non-footed position. This confirmed the reported condition. The reservoir was microscopically examined, however the root cause could not be determined. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.